Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A biomedical engineer reported the machine began alarming for a blood leak. The machine was stopped and it was noted that the arterial drainage connector was blood tinged. The red port tested positive for a blood leak and treatment was immediately stopped and the patient was disconnected. The patient's blood was not rinsed back. The patient lost approximately 200 ml of blood. Treatment was resumed on another machine after doctor was notified and patient had no complaints of pain or distress. No further information has been made available.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A biomedical engineer reported the machine began alarming for a blood leak. The machine was stopped and it was noted that the arterial drainage connector was blood tinged. The red port tested positive for a blood leak and treatment was immediately stopped and the patient was disconnected. The patient's blood was not rinsed back. The patient lost approximately 200ml of blood. Treatment was resumed on another machine after doctor was notified and patient had no complaints of pain or distress. No further information has been made available.